Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The customer reported a missing set screw in a gamma3 nail package.